Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the proximal side distorted and overlapping. The stent was bunched at the proximal edge for 3mm in a distal direction. Review of the batch records found that there was no issues with the overall stent profile during the manufacturing process. The stent length was within specification and no profile problem occurred. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and foreshortening occurred. The 85% stenosed 32mm x 4.0mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 4.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up and the stent shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and foreshortening occurred. The 85% stenosed 32mm x 4.0mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 4.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up and the stent shortened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.